Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultralink meter displayed an "error 5" message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the evening of (B)(6) 2012. It is not known how the patient manages his diabetes or if changes were made to his usual diabetes management routine. The reporter denied the patient developed symptoms due to the alleged issue. The reporter denied the patient received treatment. The alleged issue was not resolved at the time of troubleshooting. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient denied developing symptoms. The patient did not receive medical treatment for an acute complication of diabetes. However, this complaint is being reported because the alleged "error 5" message remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.